Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device will not return to advanced bionics for analysis. A review of the device history record was completed and no anomalies were noted.  This is the final report.

Event description:
The recipient reportedly experienced device migration. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.